Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of the main coil and the distal end of the stainless steel coil section of the pusher wire. A visual examination of the main coil revealed that it was stretched and the pusher wire appeared to have fractured from the main section of the pusher wire. A microscopic inspection revealed that the zap tip shape and surface were smooth and the interlocking arm of the main coil was not damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related. The dfu states the device should not be advanced if lodged within the microcatheter. (B)(4).

Event description:
It was reported that during an embolization of splenic branch procedure a pusher wire fractured occurred. The physician loaded a 2mm x 5mm fibered idc occlusion system into the renegade stc microcatheter and advanced the renegade to the intended location in the splenic branch. The physician attempted to deploy the coil and when 60% of the coil was deployed, some vessel spasm was noted. At this point, the physician encountered resistance while attempting to further advance the remainder of the coil through the renegade. The physician twisted the interlock wire and pushed "very hard". The interlock wire "snapped' and the coil would not advance any further. It was noted that 80% of the coil was outside of the renegade. The physician aspirated the coil back into the renegade. The physician used another of the same device to successfully complete the procedure. No patient complications were listed and the patient's status was reported as "fine".

Event description:
It was reported that during an embolization of splenic branch procedure a pusher wire fractured occurred. The physician loaded a 2mm x 5mm fibered idc occlusion system into the renegade stc microcatheter and advanced the renegade to the intended location in the splenic branch. The physician attempted to deploy the coil and when 60% of the coil was deployed, some vessel spasm was noted. At this point, the physician encountered resistance while attempting to further advance the remainder of the coil through the renegade. The physician twisted the interlock wire and pushed 'very hard'. The interlock wire 'snapped' and the coil would not advance any further. It was noted that 80% of the coil was outside of the renegade. The physician aspirated the coil back into the renegade. The physician used another of the same device to successfully complete the procedure. No patient complications were listed and the patient's status was reported as 'fine'.